Manufacturer narrative:
(B)(4). The lot was manufactured from march 8, 2013 to march 11, 2013. Evaluation summary: the device was returned for evaluation with 69 ml of fluid in its bladder and labeling indicating that fluorouracil and 0.9% sodium chloride were used in the unit. Visual inspection found no signs of physical abnormality that could have caused the reported problem. After the luer cap was removed from the distal luer, evidence of continuous flow was observed. A functional flow rate test was then performed, and the flow rate was found to be within the specification range of the product. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume folfusor did not complete the infusion. The device was filled with fluorouracil. 30% of the devices content was not delivered to the patient. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.